Manufacturer narrative:
9/11/96 1625 attempted contact with the reproted contact person, but was told there is no one there by that name in the operating room. Confirmed with written checklist, will try again. 9/12/96 1035 left phonemail message and 800# for contact person to call back. 9/13/96 nnci sent. A1,2,3,4,b6,7,d10-information not provided by user facility. H4,8,d5-information not available. Conclusion: based upon the inquiry infomration received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physicial condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The applier was used during an unknown procedure. The clips were misaligned and fell-off.